Event description:
The facility's biomed reported the pump overinfused during clinical use. At 2:15pm the pump was set to infuse a secondary 250ml bag of thymoglobulin at a rate of 42ml/hr to infuse over 6 hours. At 3:15pm, it was reported that 80% of the 250ml bag had infused. The pump was immediately removed from patient use. Additional incident details are as follows: the primary medication infusing was d5w which was started at 12:45pm to infuse at a rate of 40ml/hr. The secondary bag was placed higher than the primary bag upon starting the secondary infusion. The pump programming was verified by the hospital biomed to be correct. The hospital biomed also tested the pump and found it to meet specification for accuracy.